Manufacturer narrative:
The insulin pump was received with a high idle current due to faulty connector on interface board. Device was monitored in oven for several days and no blank display was noted. Device was also received with cracked reservoir tube lip and scratched lcd window.

Event description:
The customer reported via phone call that the display on the insulin pump is blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Troubleshooting was done and the display did not return. Blood glucose value was 214 mg/dl. The insulin pump was replaced and returned for analysis.